Event description:
Related manufacturer reference number: 3006705815-2022-18862. It was reported that the patient was unable to enter MRI mode due to low impedances on their lead. As a result, the patient underwent a revision procedure on (B)(6) 2022 during which it was discovered that the lead had fractured and the ipg pocket was loose, causing the patient pain at their ipg site due to slight migration. The lead was explanted and replaced and the ipg pocket was revised to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.